Manufacturer narrative:
This report is submitted february 24, 2017.

Event description:
Per the clinic, the patient experienced a performance decrement and discomfort with device use. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the was explanted on (B)(6) 2016, and the patient was reimplanted with another device.

Manufacturer narrative:
This report is submitted on april 21, 2017.